Manufacturer narrative:
An analysis was performed on the returned device. The failure to cycle was confirmed as a material separation. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, a material separation of the link occurred during step 3. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery with a proglide device using the pre-close technique prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, the suture and link were not present when the plunger was removed. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a large-bore sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.